Manufacturer narrative:
Failure analysis for fiber 0010-2400-626a (B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while concluding a prostate procedure using the surgical fiber, a fiber expired message was received; 44,073 joules used, 7:30 minutes lase time. The procedure was completed using this fiber. There was no patient injury reported.